Event description:
The customer reported to the philips response center (rc) that the device was failing the user initiated operational check (opcheck) with (leads) ECG front-end failure - processor pca status/error log entries. There was no patient involvement.